Manufacturer narrative:
This MDR is result of a retrospective review of complaints. The malfunction was confirmed. The potential cause is because of lack of glucose response from the hydrogel due to hydrogel translucency/insufficient hydration.

Event description:
On (B)(6) 2019, the sensor experienced an early sensor retirement resulting in early sensor removal.